Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump was very hot to the touch. At the time of the call the patient denied any trauma or evidence of moisture ingress.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with pump for investigation. Evaluation revealed no damage or moisture to the battery compartment or battery cap. The pump powered on normally and was exercised for 3 hours with no overheating issues or alarms emitted. The pump cover was removed with no evidence of internal moisture found. No defects were found to the power flex or battery connections. The reported complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.